Event description:
It was reported that the patient's device was no longer providing relief and was no longer working. The device was removed. The explanting physician was contacted for additional information and stated that their clinic primarily treated vascular diseases. The physician was asked to remove the device only. Pre and post-operatively, all that was noted was the device was dysfunctional. Diagnostics on the device were not performed. The patient did not have a post-op visit. The explanting physician's office suggested contacting the patient's primary physician. The primary physician was contacted and stated that she was the patient's primary physician, but did not deal with the patient's pain stimulation device. She did not know who was in charge of managing the device. Further follow-up not possible.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when the analysis is completed.